Event description:
Additional information was received from the patient who reported that they had an issue in the last 5-6 months. Per the patient their catheter broke, and their healthcare provider had to fix it. Prior to that, the last 2 times they had their pump filled, it was full when it should have been empty, so they had to have their pump filled every 2-2.5 months.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2021; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 747.1 mcg/day) via an implanted pump. It was reported that the patient was sent for a catheter dye study today and the catheter was not able to be aspirated. The needle placement was confirmed in the access port under fluoroscopy in lateral and ap (anteroposterior) views. There were no external factors that may have led or contributed to the issue. The patient reported that it was ordered due to them having increased pain. The managing physician was made aware that the dye study was not successful. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. No plan had been discussed.